Event description:
User facility mandatory medwatch received: "the pt had a left total knee replacement in 2006. Pre operatively the pt had an epidural catheter placed for pain mgmt. Initially, the pt was in a lot of pain post operatively, requiring bolus of fentanyl epidural x3 & toradol 30mg IV. He also has a pca of morphine started at 1205. The delivery (continuous) rate of morphine was 1.5mg & the pca dose was 1mg, with a 10mg hourly limit. At 1305, the epidural catheter was discontinued & the continuous rate of the pca increased to 2mg/hr. The pt became comfortable by change of shift around 1536 & had an uneventful evening. At 0005 the pt was found unresponsive & gasping. CPR was started & a code called, but they were unable to resuscitate the pt." Upon further query, info provided indicated an adverse event while device in use. At 1205, pump was programmed in pca+ continuous mode to deliver mso4 1mg/ml with 1.5mg loading dose, 1mg/hr continuous rate, 1mg pca dose, 10 min pt lockout, 10mg 1hr limit & a 30ml container size. At unspecified times, continuous rate was titrated to a rate of 1.5mg/hr & then 2mg/hr. At 1215, a 1.5mg loading dose was given. At unspecified times, "recovery room rns gave 2-3 bolus doses" of mso4 & toradol 30mg. At 1400, pt was transferred to floor & had an "uneventful evening." At 2210, pt requested sleeping pill & was given ambien 5mg. At 0005, pt found gasping & a code was called. The pt was treated with narcan, intubated & manually ventilated. The pt reportedly expired at 0048. Contact did not specify the cause of death & indicated device was not supsected in the death. Though requested, no further info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at user facility. The time on the pump was noted to be 2 hrs and 8 minutes behind the actual time. A review of the history indicated pump programmed in pca+ continuous mode with 1mg/ml drug concentration, 1.5mg/hr delivery rate, 1.5mg loading dose, 1mg pca dose, 10 min pt lockout, 10mg 1 hr limit & 25mg container size. At 0912, infusion started. Between 0913 & 0922, there were 6 unmet pt demands & 1.5mg loading dose delivered. At 0925, 1.5mg loading dose delivered. Between 0929 & 1003, there were 15 unmet pt demands & 3 pt initiated 1mg deliveries. Between 1014 & 1015, delivery rate reprogrammed to 2mg/hr & 1.5mg loading dose delivered. Between 1031 & 1144, there were 3 unmet pt demands & 3 pt initiated 1mg deliveries. Between 1145 & 1147, 6mg shift bolus total, 4.5mg shift load total & 14.2mg shift volume infused were cleared. Between 1251 & 1355, there were 10 unmet pt demands & 5 pt initiated 1mg deliveries. At 1425, there was almost empty alarm. Between 1426 & 1432, there was 1 unmet pt demand, 1 partial pt initiated 0.7mg delivery, an empty alarm, & new 30mg container added. Between 1442 & 1816, there were 6 unmet pt demands & 6 pt initiated 1mg deliveries. Between 1927 & 1928, there was 1 unmet pt demand & 1 pt initiated 1mg delivery. At 2116, pump was powered off. Review of pump history indicates pump delivered as programmed.